Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-00871. It was reported the patient presented in clinic with a fever. Upon examination, it was observed there was an infection. The system was explanted. The patient was stable.

Manufacturer narrative:
Visual analysis was normal. No anomalies detected.